Event description:
It was reported that there was a crack in the pneumatic hose of the maestro drill. This malfunction was noticed during a procedure prior to use on a pt. There was no delay as a backup device was used to complete the procedure.

Manufacturer narrative:
Device investigation was performed and a crack in the pneumatic hose was confirmed.